Event description:
During an in-clinic follow-up, inadequate capture was recorded on the device. The physician decided to reprogram the device to resolve the event. The patient was stable and will continue to be monitored.